Event description:
It was reported that a multirate large volume infusor was leaking near the fill port. This was observed during infusion. The device was filled with an unspecified amount of marcain. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from april 21, 2013 to april 22, 2013. The device was received for evaluation. A visual inspection was performed and leakage was observed inside the bag that contained the device. A functional leak test was performed and leakage was noted at the solvent-bonded junction of the tubing and stress member located near the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.